Manufacturer narrative:
(B)(4). Date of event unknown. No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be ripping/ leaking at the neck of the port. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.